Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via unspecified approach due to a caval thrombosis and bilateral deep vein thrombosis (dvt). Patient is alleging vena cava perforation and organ perforation (filter struts perforated the duodenum). The patient further notes unable to engage in walking. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, "suprarenal cook select ivc filter with multiple perforating support struts into the adjacent duodenum, uncinate process and left renal vein, as described above. The ivc inferior to the filter is nonopacified, but appears normal in caliber. Given the patient's age, consideration of ivc filter removal is recommended if patient has no evidence of persistent left lower extremity are ileal caval dvt. To this end, recommend further evaluation with a bilateral doppler duplex venous ultrasound, as well as dedicated CT examination for evaluation of the ivc for residual thrombus. This can be performed on an outpatient/nonemergent basis.¿ per the ir (interventional radiology) ivc filter removal report dated (B)(6) 2018, ¿impression: successful ivc filter retrieval.¿

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava perforation, organ perforation (duodenum) and limited walking. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported limited walking is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.